Event description:
Misinformed about product, procedure and long term effects to a human body. Insertion surgery (B)(6) 2012 inserted coils excruciatingly painful. Check up of coil insertion painful. Within 6 months of surgery to current day health problems. Excessive bleeding/spotting. Ovarian cysts (bursting), ovarian pain, swelling, abdominal pain, swelling, abdominal bloating, cramping before/during/after ovulation and period abnormal menses. Brain fog, low platelets. Teeth crumbling and cavities, pain, hair loss/brittle hair, numbness/tingling in hands and fingers. Sleeping problems/ insomnia, exhaustion/fatigue. Breast pain/tenderness, heart palpitations. Abdominal gas, ringing in ears, skin sensitivity. Constipation, metal taste, vertigo/dizziness, blurred vision, body is always cold/chills. Joint/back problems, body pain, exasperates, rheumatoid arthritis. Pains down front of hips and thighs, constant inflamed right side hip, bursitis. (B)(6) 2018 began birth control pills for cysts, painful sex, loss of interest in sex/sexual dysfunction, anxiety and regret.